Event description:
Neuropathy in legs, hands, feet [neuropathy peripheral], don't have enough feeling in feet [hypoaesthesia], balance is off [balance disorder], copper deficiency [copper deficiency], device ineffective (uses fixodent 2-3 times during a meal) [device ineffective]. Case description: a consumer reported that they, an adult female age unspecified, used fixodent denture adhesive, original cream 1 application, 2-3 times daily beginning (B)(6) 2010, and reported the following: neuropathy, balance is bad, and numb. She reported that she has gone from being active to walking with a walker. She has visited her physician. Treatment: copper sulfate and lactic acid. The case outcome was not recovered/not resolved. Past medical history included: drug allergy - cortisone, antimigraine preparations, other unspecified medications, allergy - dust and marigolds, medical history - adrenal insufficiency, osteoporosis, gastric ulcer, gastrectomy, 2/3 stomach removed due to an ulcer, bottom gums receding due to osteoporosis, and denture wearer but the dentures do not fit due to receding gums. Concomitant medications included: cortisone, prenatal vitamins, antihypertensives, tranxene, vicodin, tramadol, and vitamin b. No further information was provided. On (B)(6) 2010 update: details revealed in a review of the initial contact of (B)(6) 2010: a consumer reported that they, an adult female now aged (B)(6), used fixodent denture adhesive, fresh cream 1 application, 2-3 times daily for the last 5-6 years and reported the following: neuropathy diagnosed for the past 4-5 years in legs, hands, and feet, copper deficiency, and device ineffective (uses fixodent 2-3 times during a meal). Treatment: copper sulfate 2 mg compounded with either lactic acid or citrate, and vitamin b. The case outcome was not recovered/not resolved. Past medical history included: drug allergy - cipro made her hold water, antimigraine preparations gave her the feeling that she was having a heart attack, medical history - part of intestines removed, gallbladder removed, migraine, severe pain, pain in legs, feet swelling, breast cancer, and sleeplessness. Concomitant medications included: hydrocortisone small doses, a total of 7.5 mg per day to correct adrenal deficiency, vicodin or tramadol to treat migraines and severe pain, advil, calcium supplement, magnesium citrate, fish oil, plavix to treat pains in legs, lasix because at times feet will swell, potassium as back-up because lasix will pull potassium out of her body, and neurontin and benadryl at night to help her sleep. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by reporter, therefore, unable to proceed with batch retain testing or product investigation. PMA/510(k)#k945200.